Event description:
It was reported that the patient¿s right atrial (ra) and right ventricular (rv) leads exhibited electrode malfunction. Both ra and rv leads were capped, the pacemaker system was replaced with leadless pacemaker. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.